Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during a procedure involving placement of a pacemaker, a micropuncture transitionless access set's wire unraveled upon removal from an unspecified sheath. Access was obtained in the subclavian vein. It is unknown if the access site was scarred, if the wire kinked, or if resistance was encountered upon insertion or removal of any of the device components. The wire was not manipulated or removed through the entry needle. Upon removal of the wire "in the usual fashion", the wire unraveled approximately one-half inch from the bottom. The procedure was completed using the same type of device from another lot. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The customer did not return the complaint device to cook for investigation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment search for all devices the reporting customer has bought in the past 3 years was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The product IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, and IFU, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. A review of the device master record (dmr) has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that this event can be attributed to a component failure without a design or manufacturing issue. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving placement of a pacemaker, a micropuncture transitionless access set's wire unraveled upon removal from an unspecified sheath. Access was obtained in the subclavian vein. It is unknown if the access site was scarred, if the wire kinked, or if resistance was encountered upon insertion or removal of any of the device components. The wire was not manipulated or removed through the entry needle. Upon removal of the wire "in the usual fashion", the wire unraveled approximately one-half inch from the bottom. The procedure was completed using the same type of device from another lot. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.